Event description:
On chest x-rays and approx 8 cm segment of the distal end of the right subclavian catheter was noted within the right atrium. The catheter fragment was removed without complication.